Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.